Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 300 mg/dl at the time of incident. Stuck button troubleshooting was performed and stated that they were unsure if the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test, rewind, prime/seating test and basic occlusion test. All buttons functioning properly. No damage in the keypad assembly noted. Connector on printed circuit board was inspected and properly connected. Unit was received with cracked retainer, scratched case, pillowing keypad overlay and minor scratched lcd window.